Manufacturer narrative:
The device was not returned for evaluation as it was returned to (B)(6). Root cause is unable to be determined. The reported event has been addressed in the device labeling.

Event description:
It was reported that a revision procedure was performed 38 months after being implanted. As per the reporter the rod failed to lengthen. During a review of investigation findings from (B)(6) it was identified that the rod functioned as intended.